Event description:
It was reported that the patient reported that when attempting to charge the implanted neurostimulator they had been seeing system problem rm03. Patient reported they had removed and reinserted the battery pack, which would resolve the issue temporarily; however, rm03 continued to reappear. Patient reported recharger paddle was warm to the touch while charging, but not hot. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient re-inserted the battery pack and confirmed green light flashing above screen. Patient then connected recharger and confirmed charging excellent. Patient confirmed no visible damage to the recharger; however, did report that charge quality would switch from excellent to poor without them moving and patient reported they would need to straighten the recharger cord to obtain excellent charge quality again. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3:analysis of the 97755 recharger (rtm) (serial number(B)(6) ) revealed an antenna test temp failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.